Manufacturer narrative:
Subject device has been received and is currently in the investigation process. No conclusion can be drawn at this time.

Event description:
During an open reduction internal fixation (orif) - (right acetabulum), the pin assembly that holds the two arms together on the pelvic reduction forceps broke, causing the nut to fall into the pt. Surgeon attempted retrieval of the nut, but was unable to and decided to leave it in the pt.